Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Looks like they sent in the new 1 see no broken welds

Event description:
The right cross brace has a broken weld.